Event description:
The customer report the injector plunger overrode and tore the cc4204a collamer single piece lens as it was inserted into the patient's left eye. The lens was removed without any patient injury and was discarded along with the injector. The customer stated the injector caused the lens tear.

Manufacturer narrative:
Collamer®ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4) - no known consequences or impact to the patient; device damaged by another device. Evaluation method: lens work order search. Results: a parent/child lens work order search revealed there were no similar complaints within the workorder. Conclusion (unable to confirm): based on the complaint history and the lens work order search, we were unable to determine a specific root cause of the event. Both the lens and injector were discarded. (B)(4).

Manufacturer narrative:
Method (process evaluation): device history record review. Results (evaluation result): upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records to suggest a contributory factor to the complaint. Conclusion (unable to confirm complaint): based on the complaint history, work order search, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Per medical review - reportedly, the plunger overrode the injector, causing the lens to tear during insertion. The damaged lens was removed without incision enlargement or any other patient injury. According to the report by a nurse, dated 8/26/2014, the cause of the event was unknown. Based on the complaint history, work order search, and medical review, a specific root cause of the event could not be determined. (B)(4).